Event description:
The patient reported her ipg moves around in the pocket and it was causing pain and discomfort. The patient currently does not have stimulation, she hasn't charged her ipg for several years. The patient would like her ipg explanted. Surgical intervention may be taken at a later date to address the ipg issue.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.